Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
In reporting a revision of patient's right hip on (B)(6) 2018, a revision implant sheet was provided from (B)(6) 2017. Reason not provided.

Manufacturer narrative:
An event regarding revision surgery involving an mdm liner was reported. The revision event was confirmed following a review of the revision implant sheet. Device evaluation and results: not performed as the device was not returned. No information was received for review with a clinical consultant. All devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
In reporting a revision of patient's right hip on (B)(6) 2018, a revision implant sheet was provided from (B)(6) 2017. Reason not provided.